Event description:
Patient reported "signs of intracapsular damage (rupture)", "asymmetry", "lymphadenopathy", "parenchymal adenosis", and "pain and numbness in the chest". This record is for the right side. Device has been explanted.

Event description:
PATIENT REPORTED "SIGNS OF INTRACAPSULAR DAMAGE (RUPTURE)", "ASYMMETRY", "LYMPHADENOPATHY", "PARENCHYMAL ADENOSIS", AND "PAIN AND NUMBNESS IN THE CHEST". THIS RECORD IS FOR THE RIGHT SIDE. DEVICE HAS BEEN EXPLANTED.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D9, H6.Visual Analysis:It is not possible to determine the lot number or catalog through the photos provided.Rupture: Observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.No additional observations are performed.No further actions are required since no issue in the manufacturing of the device is observed.